Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (b)(4. Unspecified pentaray catheter. Unspecified soundstar catheter. Unspecified reprocessed quadripolar catheter. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with an unspecified thermocool smart touch bidirectional sf catheter and suffered cardiac arrest (requiring internal defibrillation and chest compressions) and death. Prior to and immediately after transseptal puncture, patient was checked for effusion. Left ventricular voltage map was created with the pentaray catheter. Pentaray catheter was exchanged for the smarttouch catheter. Voltage map was fine-tuned with the smarttouch catheter in selected areas. A channel was located and ablation was initiated. Ventricular tachycardia occurred intermittently during the procedure. After some ablation was performed, the patient went into persistent ventricular tachycardia. Patient was internally defibrillated with a st. Jude medical device (unspecified) and chest compressions were performed. Physician did not provide a causality opinion. All catheters and tubing were discarded. It was noted that the ultrasound catheter was in the body at the time of transseptal puncture.